Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that for 'probably a good long while now,' the 'processing time whenever I go to connect to my device to give myself a bolus has gotten so slow. It takes forever to get anything done.' The connection to the pump used to be 'really fast and on the ball.' They have been having to restart the application a lot because it will lose connection randomly. Agent walked patient through clearing data from the app.